Event description:
It was reported that the tip of the trocar broke off into the patent. The tip was retrieved without any medical intervention. The procedure was completed successfully without any adverse consequences.

Manufacturer narrative:
Examination of the returned device revealed evidence of clinical use. The plastic shaft tip was confirmed to be broken; therefore, the reported issue was substantiated. Results of the investigation confirmed the reported issue as the device was received with a broken shaft. It is possible that the plastic shaft impacted a hard object with force beyond its validated parameters or experienced excessive lateral force. A review of the lot control sheet (lcs) indicated that all required inspections and tests were conducted on all devices in the lot in question indicating that the instrument was in working condition when released from stryker® sustainability solutions. This report is being filed due to sss being in a 2 year reporting cycle due to an MDR being filed where incision had to be made larger to retrieve broken piece even though there was no patient injury associated with this event.